Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a review of complaint history, accuracy testing, and a review of labeling. The customer reported falsely elevated architect stat troponin-I results from 2 patient samples generated by the (B)(4) when using reagent lots 69726un14 and 71949un14. A review of complaint tickets and a lot search data for lot 71949un14 did not identify an increase in complaint activity related to discrepant patient results. Accuracy testing was completed using retained kits of reagent lot 71949un14 and 69726un14. Acceptance criteria was met for each reagent lot, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the lots (71949un14 & 69726un14) performed per specification. There is not enough information to reasonably suggest a malfunction since the complaint text indicates the issue did not occur on first use of the reagent lots. A review of labeling of the architect stat troponin-I package insert provides examples of situations that may cause erroneous results. Based on the results of the investigation, there is no indication of a malfunction or deficiency of the architect stat troponin kits. No additional issues were identified; no further action is required at this time.

Event description:
The customer stated that the architect analyzer generated falsely elevated troponin results on two patient samples. Results provided: sid (B)(6)= 41 / 18 / 0 ng/ml; sid (B)(6) = 32 / <10ng/l. The customer's diagnostic cutoff for troponin is 30ng/l. There was no additional patient information provided. There was no reported impact to patient management.